Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery was a competitor construct done ~15 years ago. On (B)(6) 2021, surgeon revised the acetabular cup and placed in depuy products. Patient fell in (B)(6)... No issues. On (B)(6) she dislocated on the 11, 13, & 15. Closed reductions were performed. On the 15th, the surgeon scheduled today's revision. There appeared to be no cause or explanation to the dislocation. Surgeon manipulated the construct prior to revising components and the hip performed well, no dislocation. Surgeon decided to remove the liner implanted in (B)(6) with a constrained liner to prevent any further dislocation. Doi: 2006, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed and the complaint can¿t be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.